Event description:
It was reported that the device was explanted after an implant duration of 0.07 month, due to unk reasons. No further details were provided. Info learned from the implant pt registry.

Manufacturer narrative:
Device not returned.